Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the product was picked up in the purchasing department and the only info available is that the tlc55 misfired. There was no consequence to the pt.